Event description:
It was reported that the customer was hospitalized due to high blood sugars and dka. Customer's blood glucose reading at the time of hospitalization was 350 mg/dl. Caller stated that the customer had strep throat and was on antibiotics prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was programmed with a set of basals for 24 hours. All basals were delivered and properly recorded in daily totals history no anomalies noted.